Event description:
On (B)(6) 2014, it was reported the patient¿s blood glucose (bg) was between 201-505 mg/dl with headache. The reporter noted the pump¿s basal and bolus histories corresponded appropriately to the pump¿s recorded basal and bolus total daily dose; the basal history reportedly matched the active basal program. It was reported the pump¿s basal rate, insulin-to-carbohydrate ratio, insulin sensitivity factor, and bg target were recently changed. It is unclear at this time whether use error was a cause or contributor to the reported bg excursion. This complaint is being reported because the patient reportedly experienced a hyperglycemic event with possible use error. There was no allegation a pump malfunction contributed to the bg excursion.

Manufacturer narrative:
The device has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.